Manufacturer narrative:
Narrative 1.

Event description:
Information was received indicating that a smiths medical product was sounding with a disposable alarm. There were no reported adverse events due to this issue.